Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and stained endcap sticker. No discolored in battery compartment noted during visual inspection.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 576 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. It was reported that customer also received a no delivery alarm. Customer's healthcare professional believed issue was due to insulin pump due to erratic blood glucose changes. It was reported that there was brown discoloration at battery compartment. Troubleshooting was declined. Insulin pump would be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.